Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0c469, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was indicated that patient was initially on program 2 and that was working for her symptoms but she went to her health care provider 2 weeks prior to this report to have the program changed to program 1 and they adjusted her stimulation too high for her comfort. It was reported that patient program seemed to ¿stop working¿ and she was having symptoms again and loss therapeutic effect. It was noted that 2 of her channels were not working and the other 2 channels were working. It was indicated that the night prior to this report patient felt shocking or jolting sensation and that was painful. It was indicated that at 8:30 pm she tried to lying down to watch a movie and felt a shock. The patient turned stimulation off and felt "residual stimulation" until 12 midnight and then was able to sleep comfortably. The patient felt the shock sensation in the middle of her back where the lead wire was near her tailbone. The patient turned the stimulation back on in the morning of this call and had not felt any shock. The patient turned stimulation d own to 1.30 on program 1 and that felt comfortable. The patient indicated that she felt it like it was "raised". The patient had never felt stimulation in the "pelvic region" like they said she should be feeling. It was indicated that the shock that was felt last night was the first time that had happened and it seemed to happen in the sitting / laying position .the patient¿s therapy was working for her. It was indicate that when the patient was sleeping she curled her knees up in the fetal position and found that this sleeping position can affect her stimulation and irritated her. The patient¿s first irritation was her stimulation was too high and after she changed her sleeping position, the irritation went away. Information received later indicated that patient was still having concerns regarding their device or therapy but was working with manufacturer representative or the healthcare provider. The patient appointment was scheduled on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.fmf

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was lead migration confirmed by x-ray. It was noted that the lead was revised on (B)(6) 2014.